Event description:
The implantable neurostimulator, lead, and extension were returned to the manufacturer as part of a clinician office clean out. No specific clinical details were reported.

Manufacturer narrative:
(B) (4). Implantable neurostimulator (B) (4). Device analysis revealed 'no anomaly found.' The device was functionally ok. Lead: (B) (4). Device analysis revealed broken conductors. One conductor was broken 12.3 cm from the distal end; another was broke 13 cm from the distal end; the #3 conductor was broken at the #3 electrode. Extension: (B) (4). Final device analysis revealed a breached depression in the outer insulation 33 cms from the distal end on circuit# 3.